Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had absence of alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer states she notices she can sleep through the night and not get alarms. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.